Manufacturer narrative:
The customer reported that the lcd on the rns (remote network system or remote monitoring system) has failed. The backlight on the rns has gone out and data can not be seen on the screen. Patients are being monitored on a cns (central monitoring system) so patient safety has not been compromised. The device was never sent in for evaluation. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the lcd on the rns (remote network system or remote monitoring system) has failed. The backlight on the rns has gone out and data can not be seen on the screen. Patients are being monitored on a cns (central monitoring system) so patient safety has not been compromised.